Event description:
It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's pacemaker had a battery life overestimation issue. No intervention took place to address the issue. There were no patient consequences.